Event description:
This is a spontaneous case report received from a radiologist technician in united states on 30-sep-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. It was reported that the patient was having an MRI to check for pieces of the coil that were removed and possibly broken. Follow-up information received on 06-oct-2015 from health professional: the physician called just to check the specifications of essure as far as MRI magnet compatibility because when she called the previous time, the patient had said that her essure had been removed but she was not sure if any (essure) was left in her. The reporting physician did not know who (health care professional) removed essure and did not remember the patient's name. Company causality comment: this is a medically confirmed spontaneous case report. It refers to a female patient who had essure (fallopian tube occlusion insert) inserts removed and was not sure if any (essure) was left in her (interpreted as suspicion of device breakage). In this particular case, the reason for essure coils removal was not informed. The essure removal is serious due to its medical importance and the breakage is non-serious. The essure removal is listed in the reference safety information and since it was not informed whether breakage occurred during insertion or removal, it was considered an unlisted event. Considering the nature of these events, the device removal and device breakage were assessed as related to essure. This case is regarded as incident since a device removal was required. A product technical complaint analysis is being sought. No further information is expected.

Manufacturer narrative:
Product technical complaint investigation received on 18-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro- insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this is a medically confirmed spontaneous case report. It refers to a female patient who had essure (fallopian tube occlusion insert) inserts removed and was not sure if any (essure) was left in her (interpreted as suspicion of device breakage). In this particular case, the reason for essure coils removal was not informed. The essure removal is serious due to its medical importance and the breakage is non-serious. The essure removal is listed in the reference safety information and since it was not informed whether breakage occurred during insertion or removal, it was considered an unlisted event. Considering the nature of these events, the device removal and device breakage were assessed as related to essure. This case is regarded as incident since a device removal was required. Based on the available information, there is no relationship between the reported medical events and a quality defect. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.